Event description:
It was reported that pump battery depleted much faster than expected, requiring charging about every two days, although pump did not shut down and issue had been present for several months. There was no reported impact to the customer¿s blood glucose level. Customer support instructed caller to fully charge pump battery and attempt to upload pump data within 24 hours, then attempted follow-up by phone and email, and ultimately closed complaint when no further response was received.